Event description:
It was reported that the procedure was cancelled. A rotawire drive was selected for use. During the procedure, it was noted that the wire was kinked. The procedure was not completed due to this event. No patient complications were reported.